Event description:
Pt was connected to functional monitor, defibrillator, external pacemaker. External pacer pads were applied and the unit was set at a rate of 100/min and at 80 joules. Pt experienced generalized discomfort and the unit was disconnected. When pacer pads were removed three small burns were identified on the anterior chest wall, under the pad. 1) quarter size, 1) dime size, 1) smaller than dime size.